Event description:
It was reported that the patient experienced very late stent thrombosis in a promus element 3.0 x 16 deployed in the proximal lad. Further information has been requested but has not been obtained.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation as the device was implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced very late stent thrombosis in a promus element 3.0 x 16 deployed in the proximal lad. Further information has been requested but has not been obtained.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that optical coherence tomography (oct) confirmed adherent thrombus on the implanted 3.0x16mm promus element plus stent struts. This showed that the original stent was slightly undersized proximally. A thrombectomy with a non bsc extraction catheter was performed and a non bsc 3.5 x 22 stent was deployed.